Event description:
It was reported the patient experienced a fading sensation. The rep was unable to get a reading for the battery measurement or therapy measure. She was able to obtain both once the amplitudes were adjusted. The patient experienced stim being okay and then fading out. Additional information received reported the office was getting approval for an ipg replacement.

Event description:
It was reported that the patient's battery experienced normal battery depletion. The battery was replaced on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID neu_unknown_lead, serial# (B)(4), product type lead. (B)(4).